Event description:
Device report from synthes reports an event in japan as follows: it was reported that this was an unknown surgery performed on (B)(6) 2023. Only the tip of the 1st viper2 final tightener driver broke when the final tightening was done. The 2nd viper2 final tightener driver was prepared, but it also broke. The surgery was completed successfully with no surgical delay. No further information is available. This report is for one (1) viper2 final tightener handle, this is report 1 of 3 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. E3: reporter is a j&j employee. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that torque limiter 1.2nm w/ao/asif-qc presented a overall worn appearance consistent with normal use, no visual damage or defects. A dimensional inspection for the viper2 final tightener handle, was not performed as it is not applicable to the complaint condition. A functional test was performed using torque meter ez-torq iii ID# cd78632 , adaptor . Drawing rev. E was used as source of specification. Torque specification for the device was 72-88 lbf.in. Measured values were getting close to the torque meter limit 150 lbf.in. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the viper2 final tightener handle contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed: the following source controlled drawings reflecting the current and manufactured revisions were reviewed: dwg-887002974 rev. E manufactured. Dwg-887002974 rev. F current. Dimensional inspection: n/a. A review of the receiving inspection (ri) for viper2 final tightener handle, was conducted identifying that lot number gb53386 was released in one batch. Batch1: lot units were released on 22 nov 2013 with no discrepancies. Supplier : depuy : gauthier biomedical, inc. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.